Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow -up report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Procedure performed unknown - email from customer (B)(6) 2016, advising: "I have been given a packet of one of the 5mm cd003 universal retrieval pocuh which has been causing concern. Lot no 1273332. It appears that the bag has been coming of the wire." Additional information received from customer january 5, 2017: "I have only heard had one faulty item. Unfortunately the instruments was thrown out but the outer packaging was kept. I am happy to put it down to user error if that is of any help." Patient status - unknown.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.